Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Information received suggests a leakage occurred during infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.